Event description:
Caller reported a cartridge alarm 20, with the customer's blood glucose level displaying as "high," though the specific value was unknown. The caller did not take any action to address the high blood glucose and did not require third-party assistance. The issue did not occur during the load process, and the caller had not previously reported similar alarms with this pump serial number, except for consecutive cartridge alarms. Customer technical support decided to replace the pump since it was under warranty, with an expiration date of february 7, 2026. The customer was advised to return the problematic pump to tandem using the provided return box and pre-paid label within 10 days to avoid charges. A new pump with updated software was sent to the customer, who was instructed on programming the new pump and connecting their continuous glucose monitor (cgm).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, customer had not addressed elevated bg, and stated they would "wait it out".